Event description:
It was reported that the patient presented for a scheduled dual lead extraction. Based on x-ray imaging as well as lead test measures via the device, both leads appear to have a conductor fraction from subclavian crush and lead impedance out of range. The leads were explanted and replaced. The patient condition was stable. Related manufacturer reference number: 2017865-2022-37757.